Event description:
The customer stated that she was receiving erratic results. She received of 546, 346, 153, and 134 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips are to be sent.